Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to below 70 mg/dl while wearing the pod longer than 48 hours. Patient's spouse called an ambulance after patient lost consciousness; due to this, patient could only confirm the pod was removed at the hospital but could not specify what treatment was provided. The patient was still in the hospital at the time of reporting.